Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6) 2017. The transmission displayed less than 3 months until elective replacement indicator (eri). Prior transmission in (B)(6) 2017 showed 5 years until eri. The device was scheduled for device replacement procedure. Upon interrogation prior to explant, the device displayed a battery performance alert. The device was explanted and replaced successfully on (B)(6) 2017. The patient was stable during and post procedure.